Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the midsection of each leaflet on the valve was partially excised. No loose leaflets were received. The sewing ring adjacent to the non-coronary cusp exhibited damage (cut) through the outflow rail. The valve was slightly distorted and oval shaped. Coaptation could not be assessed due to the missing tissue. All leaflets were flexible except on the belly area, where there was pannus. There was no commissure dehiscence on any of the three commissures. Pannus was also observed on all commissure areas covering the superior coaptive areas. All outflow rails extending to the margin of attachments and onto the leaflets up to approximately 5mm (outflow view) exhibited pannus. The right left and right non-coronary stent posts exhibited pannus along the outflow rails extending onto the aortic wall, to the leaflets and on to the commissure area. The left non-coronary stent post was encapsulated with pannus. The pannus extended to the aortic wall and to the leaflet. Pannus was observed on the sewing cuff extending to the base stitching, measuring approximately 6mm onto existing leaflets of the left cusp and into the inferior coaptive areas adjacent to the left cusp. An unknown amount of pannus appeared to have been removed during explant. Radiography did not reveal calcification on the leaflets. Conclusion:the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis results of the device confirmed pannus overgrowth on the inflow which extended several millimeters out onto the leaflet. This would have significantly impaired the leaflet mobility. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years post implant of this 27mm bioprosthetic valve in the tricuspid position, the valve was explanted and replaced with a 31mm valve. The valve was explanted due to stenosis and restricted leaflet motion detected on echocardiogram. The physician reported that at explant the leaflets of the valve looked and felt mobile with pannus growth noted on the ventricular side of the valve. No additional adverse patient effects were reported.